Event description:
It was reported that a vns patient was experiencing an increase in seizures and intensity possibly due to generator reaching end of service. It is unknown if the seizures are above, below, or at prevns baseline seizure levels. Generator revision surgery was performed. Good faith attempts to obtain additional information have been unsuccessful to date.